Event description:
A cell saver unit was hung per protocol with 550 ml to infuse. Thirty-three minutes later, a sound of dripping water was noted; then a gushing sound. Turned immediately and noticed large volume of blood on floor and coming from port on reservoir. Clamp was opened and port cap displaced. The clamp had been in locked position with port cap in place when unit hung. Blood remaining in reservoir looked separated with layer of straw colored liquid on surface of red blood. Infusion stopped and ns (normal saline) hung. Unable to determine blood volume that infused. Zimmer company rep notified.